Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged respiratory problems,headaches,spot on lungs which is cancerous, nausea,dizziness and heart palpitation. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged respiratory problems, headache, spot on the lungs, lung cancer, nausea, dizziness, and heart palpitations while using the device. Additional information was received that the patient is also a sore throat while using the device. Patient also alleged visualization of black particles in the filter, tubing, chamber, and airway. Patient alleged white particles in the water chamber and that the device had a burning smell. Medical intervention was not specified. Patient email address has been provided as well as dreamstation heated humidifier concomitant information. The allegations of lung cancer, spots on the lungs, and heart palpitations were reviewed by the post market surveillance clinical expert, and it was determined that the allegations are not related to the device and therefore not a reportable injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Product investigation lab observed unknown white and black contamination (dust like), inconsistent with degraded sound abatement foam, and some very small hairs at the air input of the blower box. Product investigation lab observed slight black contamination, consistent with keratin, at the air outlet of the blower box. Product investigation lab was not able confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The humidifier was also evaluated. Product investigation lab observed the humidifier lid seal was yellowed and observed multiple unknown black contaminants, inconsistent with degraded sound abatement foam, and some black hairs inside of the humidifier box. Unknown brown stains on the bottom of the inside of the humidifier box were also observed. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The contamination found in the humidifier box are considered not to be in the airpath. The device's downloaded event log was reviewed by the manufacturer and found 0 logged errors. The manufacturer was unable to confirm the customer's complaint. The manufacturer confirmed there was no evidence of sound abatement foam degradation.